Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled system implant. During the procedure the set screw would not tighten when the right ventricular lead was inserted into the connector. The device was not used and replaced with a new device. The set screw was tightened without any issues. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The reported inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified septum material inside the screw hex cavity. This material resulted in inability to tighten the set screw.